Event description:
It was reported patient underwent an evan's wedge procedure on (B)(6) 2013. When preparing the implant it was noticed there were burrs on one edge. These were easily brushed off and the implant was used to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number & expiration date - unknown. - manufacture date ¿ unknown.